Event description:
It was reported the patient always had headaches of a scale of 'nine and ten' per healthcare provider (hcp). The patient was presented in the hospital with dark sunglasses on and 'played the pity card.' The doctor admitted the patient and gave a couple of boluses. The patient discharged back home and was 'ok' for a couple of days. The device system was used to deliver clonidine, ropivacaine, and dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).